Event description:
It was reported that the catheter was unable to connect with the oversleeve portion. It was stated this occurred with 10 devices. This report addresses the ninth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1671 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (redr1671) have been reported from the same facility in (B)(6).